Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the system was implanted the right ventricular (rv) lead punctured one of the patient's lungs. The lead was implanted an remains in use. No further patient complications have been reported as a result of this event.